Event description:
It was reported by the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), that beeping tones were heard. Upon interrogation, it was noted that this s-ICD exhibited a premature battery error message. A request was made to have data from this device analyzed. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), that beeping tones were heard. Upon interrogation, it was noted that this s-ICD exhibited a premature battery error message. A request was made to have data from this device analyzed. The s-ICD remains in service. No adverse patient effects were reported.